Manufacturer narrative:
The device, was not used in a procedure was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. No batch /lot number has been provided rendering a review of the device history not possible. A complaint history review found other related failures. Probable cause may be an obstructed fluid supply. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the handpiece didn¿t want to prime at all.